Event description:
It is reported end-user developed a wound at the left lower quadrant (llq) near the stoma which began approximately three (3) weeks ago, reported to have been caused by the pressure of the hard flange. The wound is located just outside of the wafer's tape border at the 12 o'clock position. It is further reported that the visiting nurses' cleanses this wound with normal saline' applies aquacel ag; covers with a foam bandage then the wafer is put in place.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that the end user is able to obtain a three (3) to five (5) day product wear time. End-user's daughter was provided instructions in skin and wound care, and to notify convatec with any questions or concerns. Lastly, the esteem synergy products were recommended for use; samples to be sent. End-user's daughter could not provide product's lot number. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event (b3) is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.